Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 55 mg/dl while wearing the pod on the hip. The patient lost consciousness, fell to the ground and convulsed in a seizure. The seizure lasted 3 minutes and the patient was unresponsive during this time. An ambulance was called, and the emergency services team removed the pod and treated the patient with 8 g of glucose. At this point, the patient¿s blood glucose level rose to 113 mg/dl. The patient was admitted to the hospital for 3 days and discharged on (B)(6) 2025.

Manufacturer narrative:
Additional information h11: cloud data investigation results: cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. The cloud data showed that urgent low glucose alerts were correctly generated as estimated glucose values decreased below 55 mg/dl. The reference value provided by the user of 55 mg/dl was not observed in the available cloud data; however, estimated glucose values in the 50s and lower were observed in the cloud data. No evidence of an overdelivery of insulin or of any other issues with the system were observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.